Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was received loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "plunger advanced to the outside the nozzle and lens already come out of device" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as details around the observed defect/issue. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, lens did not come out from the injector. The intraocular lens (iol) was not inserted into a patient's eye. The surgery was completed after replacing the product with another one. Additional information was received stating that the plunger of the device was advanced to the outside of the nozzle, and the lens had already come out of the device.